Event description:
It was originally reported that the head down position can no longer be adjusted via the red lever. Upon completion of the device evaluation, it was identified that the gatch could no longer be lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the head down position can no longer be adjusted via the red lever. Upon completion of the device evaluation, it was identified that the gatch could no longer be lowered. This device did not have an issue related to the fowler. A gatch that is unable to be lowered is not likely to, result in serious injury or death to the patient or caregiver.

Event description:
It was reported that the head down position can no longer be adjusted via the red lever (fowler stuck in an elevated position). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.